Event description:
Pump returned to manufacturer with comment "possible infected pump. Possible erratic pump performance for the last two months. Possible battery depletion" and staph. Aureus infection.